Manufacturer narrative:
The amplatzer septal occluder (aso) associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause of the reported event could not be conclusively determined. Not returned to manufacturer.

Event description:
A 6 mm and 14 mm amplatzer septal occluder's (aso) were implanted into two different defect holes, with the 14 mm aso sandwiching the 6 mm aso with good closure of the defects. The following morning, an echocardiogram revealed the 6 mm aso had rotated and was perpendicular to the 14 mm aso. Both devices appeared to be stable, but a residual defect was observed between the devices. The decision was made to surgically remove both aso's. At the time of surgery, the 6 mm aso was confirmed to have rotated into a malpositioned location. No complications were noted during surgery and the patient's defect's were closed successfully. Reference MDR # 2135147-2012-00127, submitted for the 6 mm aso.